Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 11 cm distal to the is-1 connector pin. Only the proximal fragment was received for analysis. It is reasonable to assume that the lead was cut during the explantation procedure. The returned lead fragment was visually and electrically analyzed. The visual inspection revealed deformations of the inner coil close to the is-1 connector pin which were caused most likely by overrotation of the inner coil during the extension or retraction of the fixation helix. The inspection of the insulation confirmed that the lead fragment was, apart from the present cut, free of insulation breaches. During the electrical analysis, the dc resistances of the received conductor fragment were measured. No peculiarities were found. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported dislodgement. The analysis of the available fragment did not reveal any sign of a material or manufacturing problem.

Event description:
Boston scientific reported that this ra lead dislodged and migrated into the rv. The lead was successfully repositioned and no patient effects were reported back in 2008. This lead has since been explanted for an unknown reason. The explant date was not provided.